Manufacturer narrative:
The tip-up fenestrated grasper instrument was further evaluated by failure analysis engineer (fae) 01-apr-2025. Initial findings were confirmed. The clevis pin swage was inspected and confirmed to be improperly swaged, causing the clevis pin to get dislodged.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The tip-up fenestrated grasper instrument was analyzed and found to have the proximal clevis pin dislodged. The components surrounding the clevis pin did not exhibit damage that would have contributed to the dislodged clevis pin. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 17-dec-2024 intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed they did not have difficulties to remove the instrument through the cannula. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the tip-up fenestrated grasper instrument was found to have the pin locking the instrument's branches came out from the instrument tip. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported.